Event description:
It was reported the pump alarmed no message. No patient injury. No additional information available.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: d3; g2; and h6. Evaluation codes: updated. No product returned to verify or replicate the complaint. No photographic/diagnostic evidence of complaint provided by the customer. The most probable cause is an inoperable "dso" sensor. A device history record (DHR) review could not be completed as no serial number was provided. If the product is returned the manufacturer will re-open the complaint for further device analysis.